Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report inaccuracies between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter, that occurred on (B)(6) 2015. The patient's sensor was inserted at the abdomen on (B)(6) 2015. Patient reported falling, due to a hypoglycemic event. The patient's wife helped him up and gave him juice. No further medical intervention was reported. At the time of contact, the patient reported that he was tired, but feeling ok. No additional event or patient information is available.